Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 7 months due to prosthetic valve endocarditis. The surgeon indicated that this event was due to patient related factors and not a device malfunction. The infection source was provided as enterococcus. The explanted device was replaced with a new edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Additionally, the surgeon has indicated that this event was due to patient related factors and not a device malfunction. The infection source was provided as enterococcus.